Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy date are estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report numbers: 1627487-2020-23968, 1627487-2020-23969. It was reported patient experienced ineffective therapy and system was not proving effective relief. Programming was unable to resolve the issue. As a result, surgical intervention took place on (B)(6) 2020 where the system was explanted.